Event description:
Additional information later received reported the device was explanted and returned to manufacture for analysis.

Event description:
Additional information: additional information was received and noted that the replacement was scheduled for (B)(6) 2013. It was later reported that the replacement/implant was canceled and had not been rescheduled yet.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication, stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that never recovery. During destructive analysis they found significant residue and shaft wear on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. (B)(4).

Event description:
It was reported the patient and family had heard an alarm for the past couple of weeks. The pump was interrogated and a confirmed motor stall noted in event logs with no motor stall recovery was recorded. It was noted, the stall happened on (B)(6) 2013 with stop pump period may exceed tube set (B)(6) 2013. The patient's last refill was done (B)(6) 2013 and per the patient she did not have an MRI. The patient did experience an increase in spasticity but currently was on oral medications as well. It was also indicated that the patient had not been feeling to well, she has had a cold the past couple of weeks. The pump was used to deliver baclofen. It was later reported the cause of stall was unknown. The pump will be explanted and a dye study done to test the catheter.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.